Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported after injection with juvéderm volbella® xc, the patient experienced ¿hypersensitivity¿ and ¿developed nodules on the upper lip¿ 3 months post-injection. Treatment is noted as hyaluronidase and hospitalization. Event resolution is unknown at this time.